Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a motion sensor test failure as well as an unexpected restart. The insulin pump would not rewind. The customer had a high blood glucose level of 400 mg/dl. They also had a high blood glucose level of 456 mg/dl. They treated with the insulin pump and redid the site. After they had a walk their blood glucose dropped down to 323 mg/dl. Troubleshooting was performed for the unexpected restart alarm. The customer stated the insulin pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test. However, the insulin pump failed the displacement test and was followed by a motor error alarm during rewind due to motor encoder signal out of phase. We were unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, a21 error test and other alarm due to motor error alarms. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained address label, stained serial number label and cracked battery tube threads.